Manufacturer narrative:
The product associated with this reported event was not returned. The product code and lot code required to retrieve the device history records for reviewing and searching the complaint database were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions about the reported cement loosening based on the provided information. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert, osteolysis, and loosening of the femoral component and tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.